Event description:
It was reported that during an implant procedure, the physician attempted to implant a lead, but the lead exhibited repeated operation issues while positioning, resulting in damage to the lead, twisted insulation, and inability to extend or retract the lead helix. Upon attempting another lead, the second lead helix was unable to extend, resulting in under-sensing and high capture thresholds. While attempting to revise the issue, the helix of the lead would not retract, and the lead became stuck in the right ventricular septum. When the physician attempted to remove the lead, the lead became damaged and the inner contents of the lead became delaminated from the insulation. A third lead was successfully implanted without issue. No patient consequences were reported.